Event description:
During induction of anesthesia the pt's mask had no air in the seal creating the following: 1) inadequate padding on the pt's face with pressure on the nose resulting in a red area on nose. 2) inadequate seal made it impossible to ventilate the pt after induction of anesthesia - valve for injecting air fell off.